Manufacturer narrative:
Unit failed displacement test (279.0 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify motor position encoder error alarms due to motor error alarms. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. The customer stated that he left the insulin pump on during a medical procedure involving high magnetic fields. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.